Event description:
A customer observed lower than expected vitros valp quality control and patient results on the vitros 5600 integrated system. No biased patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected from a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control and patient results occurred on the vitros 5,1 fs system. There is no evidence to suggest that valp reagent lot 1511-14-9776 or the vitros 5,1 fs system are not operating as expected. A definitive root cause could not be determined, however pre-analytical patient sample handling and control fluids from another manufacture could not be ruled out as contributing factors. The root cause of this event is unknown.